Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 23 mmol/l at the time of incident. The customer stated that the insulin pump had a blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the display was not blank less than 30 seconds. The customer stated that the display return after the insulin pump restart. The customer was not using auto mode feature. The insulin pump will not be returned for analysis.